Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient ingested a capsule and it got stuck in the esophagus. The patient previously had a gastric-band. The customer will perform an egd and try to remove the capsule also it location to see if it has moved. The account confirmed that there was no harm to the patient. A repeat procedure was not performed. Follow up information revealed that the treating doctor removed the first capsule endoscopically and tried to place a second capsule at the same time. He was unable to place the second capsule also due to the gastric banding. Post-endoscope, the patient recovered, did not require any additional medical intervention and was discharged to home doing well. No other known adverse events were reported.